Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced multiple occurrences of system error code 20008 and system error code 20013. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 20008 and 20013 were associated with the left master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20013 is generated when the rate of change in position 'an error' is detected as measured by that joint's primary control sensor (encoder) differs from the measurement of the secondary sensor (potentiometer) by more than a specified tolerance for agreement. System error code 20008 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a recoverable safe state. The engineering analysis of the returned mtml confirmed that the issue was caused by a potentiometer on the arm. The arm was repaired by replacing the potentiometer. As of may 20, 2010, there have been no reported recurrences of the issue at this hospital.